Event description:
It was reported that the customer was hospitalized for low bgs. Also, it was mentioned that the bolus wizard amount was too high. Troubleshooting was performed. The programming and histories on the pump were accurate. However, the insulin in the reservoir was less than what the status screen indicates. Suggested that the customer call their doctor to discuss possible causes of low bgs. In addition, it was informed that the customer had seizures. A replacement pump was requested.